Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 4 and pump error 15. A bolus was delivered into the air and it was not recorded in the bolus history. The bolus was repeated and the bolus was recorded. The insulin pump alarmed for battery errors. Customer's blood glucose level was 11.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Multiple boluses were programmed and monitored. No bolus anomalies noted during testing; the correct test bolus values were seen in the daily history screen. The power management graph was in specification. No unexpected battery error alarms, motor communication error or critical block error alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.